Event description:
The lay user/patient contacted lifescan alleging that her one touch ultralink meter results on (B)(6) 2009 at 9 p.m. Were inaccurately erratic: 34, 388, and 96 mg/dl within 20 minutes or less. The patient reportedly complained of numb lips, not associated with serious injury. The patient received no treatment. The patient had no control solution to troubleshoot but described correct testing technique. Because the variance between the three results was greater than the expected less than equal to 20%, the complaint is reported. The meter and strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.